Manufacturer narrative:
The pump was received with a detached end cap, a protruded/loose drive support disk, a minor scratched lcd window, a cracked reservoir tube lip, and a cracked reservoir tube window.

Event description:
The customer reported via phone call that the piston suddenly popped out of its base when she was priming. Customer stated that the piston was pushed form the rear. Customer stated that insulin started squirting out at the quick release at a high velocity. Customer reported that it stopped after she let go of the act button. When the customer continued priming, the back end came out. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.